Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customers family member reported via phone call that customer experienced hyperglycemia. Customers blood glucose value was 400 mg/dl at the time of incidence and current blood glucose value 400 mg/dl. Customer declined to troubleshoot for high blood glucose value. The customer stated that the symptoms related to high blood glucose such as nausea. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No device deficiency anomaly noted during test.